Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis determined electrodes #1, #6, and #7 of the lead had areas covered with foreign material. The foreign material was identified as epoxy on all three electrodes, as well as some polyurethane on the #7 electrode.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead. (B)(4)

Event description:
A manufacturing representative reported that impedances were measured to be out of range during implant. Impedances were measured to be high when measured at 1.5 and 3v. The health care provider (hcp) decided to implant a new lead and the new lead worked properly. The patient was able to feel stimulation with the new lead. The issue was resolved at the time of this report.